Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly broken and found to be leaking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly broken and found to be leaking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one video was provided and reviewed. The video shows, medical professional holding the lutonix 035 balloon. The balloon is being attempted to inflate using a syringe, but liquid is seen streaming from the balloon. No other anomalies were noted. One lutonix 35 drug coated balloon returned for evaluation. Upon visual inspection, no kinks noted to the catheter shaft, no anomalies to the luers and y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon, during the inflation a pinhole rupture was noted near distal end of the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a pinhole rupture was noted to the balloon. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(component, method). H11: e1(initial reporter phone #), h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd